Event description:
Paramedics responded to a person in respiratory arrest. The device was connected to the patient with disposable defibrillation electrodes but, according to the reporter, the device only displayed dashed lines on the monitor. The device was replaced with an AED from a fire dept. Crew on the scene and pushed analyze. The device advised no shock. A 4-lead ECG cable was connected to the patient with ECG electrodes, while another manual defibrillator was called for, but the patient's rhythm was diagnosed as non-shockable. Drugs were administered and the patient was transported to the hospital where the patient was placed in intensive care.